Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached was alarming "no disposable". It was reported that troubleshooting was unsuccessful, and the end user switched out the cassette and used his backup pump to continue the infusion.